Manufacturer narrative:
(B)(4). This complaint for problem code connection issue is not confirmed due to lack of sample. A batch review was conducted on lot number is h10e02011, and no issues were found related to the reported condition during the manufacture of the lot. A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1/3. The home patient (hp) stated that was moving furniture and pulled the spike out of the supply bag. Root cause was determined to be user error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any significant supplemental information become available

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1 / 3. The home patient (hp) stated that was moving furniture and pulled the spike out of the supply bag. The technical service representative (tsr) assisted with troubleshooting the alarm and ending therapy. The hp to start over with new supplies and agreed to notify the peritoneal dialysis (pd) nurse. During a follow up with the hp regarding the separation, the hp explained that there were no issues with the supplies, it was his mistake that the spike came off the bag. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.